Event description:
A malfunction was reported by the customer, identified by the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.